Event description:
Arthrex screw was being placed in the patient's left ankle and being tightened down. The head of the screw snapped off and didn't lock into the ankle fracture plate. The shaft of the screw was determined to be left in place by dr. The head of the screw was removed from the sterile field.